Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Customer's blood glucose level ranged from 133 mg/dl to 141 mg/dl. Reportedly, customer continued to use the existing syringe needle after disconnecting the needle and reattaching it and resumed insulin therapy.